Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient was using samsung tablet. The rep stated that they will get more information from the doctor office next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that critical pump alarm was sounding, and the pump was not empty and there were no active motor stalls. The pump logs showed a motor stall and recovery in april, assumed to be related to magnetic resonance imaging (MRI), then an empty reservoir and the pump was updated on april 28. The pump was filled and updated on that day. The agent reviewed information on concurrent alarms and reviewed how to silence the current active alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump had two alarms going at once and was not cleared by the physician. The pump reservoir volume was not initiallyupdated on the day of the refill. Once it was updated, the alarm not cleared. After troubleshooting, the alarm was cleared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to the cause of the motor stall, the pump motor did not stall. The alarms were sounding due to the pump recognizing low volume and then empty reservoir. The pump was never actually empty. It was filled in the clinic and the reservoir volume was not correctly updated. This led to a false alarm sounding. The reservoir volume was confirmed and correctly updated. The alarms were silenced. There was never a pump motor stall. There were no allegations toward the pump. The issue was resolved.